Manufacturer narrative:
The device was received for evaluation. Visual inspection was done and observed that the tube had disconnected from the chamber. Further visual inspection revealed that no solvent had been applied. The reported condition was verified. The cause of the condition was due to the operator did not apply solvent to the tube during the manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set got disconnected from the drip chamber. There was no patient involvement. No additional information is available.